Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. Reportedly, the customer filled the cartridge with approximately 400 units, but saw a level of 200+ units. The customer then delivered a bolus and the fill estimate remained stagnant at 115 units. The customer did not provide how much insulin was delivered since the cartridge was loaded. There was no reported impact to the customer's blood glucose level.